Event description:
It was reported that the device worked off and on with a h2tuv during a reflux surgery. The device didn't connect all the time. Device broke down while applying a clip during the procedure. Another device was used to complete the case. There was no consequence to the pt.